Manufacturer narrative:
(B)(4). A third party service technician evaluated the device replaced the analog board to fix the issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the lap top ventilator has high oxygen. At this time, there is no information regarding patient involvement associated with the reported event.